Event description:
It was reported that the device displayed a "ventilator service required" alarm. There was no reported harm to the patient or user. The device was returned to the manufacturer for evaluation. The manufacturer's bench technician evaluated the device and confirmed that the device displayed an alarm for the flow sensor. The technician replaced the flow sensor and system pca, and the device passed all tests. No further investigation required.

Manufacturer narrative:
The manufacturer previously reported that the device displayed a "ventilator service required" alarm. There was no reported harm to the patient or user. The device was returned to the manufacturer for evaluation. The manufacturer's bench technician evaluated the device and confirmed that the device displayed an alarm for the flow sensor. The technician replaced the flow sensor and system pca, and the device passed all tests. No further investigation required. The system board, a flow sensor and the proportional valve were sent to the manufacturer's product investigation lab (pil) for further evaluation of components. Pil installed the trilogy evo system board on the trilogy evo test station and ran therapy for approximately 1 hour and the system board operated without issue; the reported error code related to evt_press_sensor_mismatch did not reoccur. Pil concluded that the system board operates as designed. Pil installed the trilogy evo flow sensor on the trilogy evo test station and ran therapy for approximately 1 hour and the flow sensor operates without issue; the reported error code related to evt_press_sensor_mismatch did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed. Pil installed the trilogy evo proportional valve on the trilogy evo test station and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module verification at pretest and active exhalation control module verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed.